Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent malfunction alarms. Blood glucose levels were impacted (400 mg/dl) and was addressed by administering a manual injection. At each instance of the alarm, the customer reset the pump, and the alarms were cleared. At the time of the report, customer technical support (cts) instructed customer to reset the pump. Reportedly, the customer was able to reset the pump and clear the alarm. It was indicated that the customer would continue to use the pump for insulin therapy. Additionally, the customer had manual injections as well.

Manufacturer narrative:
(B)(4).